Event description:
It was reported that the insertable cardiac monitor (icm) migrated, causing localized pain near the breast area. As a result, a surgical procedure was performed to explant the icm device. A replacement icm device was subsequently implanted. No additional adverse effects were reported.